Event description:
It was reported that five bd intima-ii¿ closed IV catheter systems had blood leakage at the junction between catheter and adaptor during use. This occurred on 5 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8141383, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the first instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Unfortunately the physical sample could not be obtained for use in our investigation. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. We are currently conducting a long term study to determine the root cause for this event. Presently, we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are future optimizing our swaging process by reducing depth requirements. CAPA 642738 was opened to investigate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd intima-ii¿ closed IV catheter systems had blood leakage at the junction between catheter and adaptor during use.